Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he had high readings since wednesday. The customer had readings such as 334 mg/dl, 480 mg/dl and 418 mg/dl on wednesday. Yesterday, the customer had readings such as 225 mg/dl, 202 mg/dl and 189 mg/dl. Today, the customer had blood glucose readings such as 247 mg/dl, 228 mg/dl and 336 mg/dl. The customer treated with novolog pen and pump. The customer had symptoms such as feeling tired. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.